Manufacturer narrative:
(B)(4). The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing that resulted in greater than two seconds of pacing inhibition. The patient experienced dizziness and a syncopal episode. A breach in the lead insulation was observed. An invasive procedure was performed. The lead was surgically abandoned and replaced with another manufacturer's lead. No additional adverse patient effects were reported.